Event description:
A caller reported experiencing an alarm 2 followed by alarm 26 related to an occlusion event that had occurred earlier in the day. The event did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed the soft cannula infusion set and cartridge, then resumed insulin delivery.